Event description:
Pump was returned to animas. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration and a green substance was found in the force sensor assembly. During testing pump exhibited loss of cartridge detection.